Event description:
The patient received a cypher stent in 2003. In 2005, the patient was presented with fever and weakness. Patient went to emergency dept and to internist, but was not admitted to hospital. While in emergency, the patient had blood tests performed, but the tests did not find anything. The patient not put on any antibiotics. Four days later, the patient died at home. No autopsy was performed. The patient's cardiologist was contacted. The physician noted that, he was not aware that the patient had passed away since he had not treated the patient in several years. He does not know if the death was related in any way to the cypher implant.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.